Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device would not spin was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device overheated during testing and the bearings were worn out from normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device would not spin. During in-house engineering evaluation, it was determined that the device overheated during testing and the bearings were worn out. The device also failed pre-test for temperature assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.